Event description:
When the physician went to clamp the patient chest tube at the point of insertion, the tip of the kelly clamp broke off. The physician had to manually hold the chest tube by hand until another kelly clamp could be found. There was a delay in therapy.

Manufacturer narrative:
A follow-up report shall be submitted upon completion of the evaluation.